Event description:
It was reported that the patient had an xray done in (B)(6) 2014 and it was found that the lead was turned in the opposite direction and that was why the patient was not getting relief. The lead was ¿re-done¿ on (B)(6) 2014. On (B)(6) 2014, the patient had a bladder mesh and urethra sling done and replaced prolapsed rectum. Follow up is being conducted to obtain patient outcome. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va08nju, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted the lead was misplaced and they replaced the lead. Reprogramming was not needed. The patient experienced a loss of stimulation. The patient was recovered without permanent impairment.